Event description:
The customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated one erroneously high alanine aminotransferase (alt). The erroneous result was not reported out of the laboratory. The sample was rerun twice yielding lower results and one of the lower results were reported out of the laboratory. It is unknown which lower result was reported. The results provided by the customer are shown in section b6 of this report. The customer did not provide the patient's demographics (age, date of birth, gender or weight). No other analytes were in question or rerun. The customer did not report any issues with other patients run during this event. The customer has confirmed that there has been no effect to patients or change in patient treatment in connection to this event.

Manufacturer narrative:
Review of the absorbance versus time plots provided for the patient sample notes that a higher initial absorbance number of -.0593 prior to sample inject equates to the higher final printed erroneous result when compared to the reruns of -.0275. This calculates to a higher result when the starting initial absorbance number is higher. A bec field service engineer (fse) was dispatched to evaluate the instrument. The customer did not provide quality control (qc) data; however, the fse indicated that no qc issues were identified prior to this incident. The fse performed sample carryover tests, cleaned cuvettes within the photometer, changed the collar wash and chemistry cartridge (cc) sample probe, and checked cap piercer blade and autogloss distribution. The fse concluded that the cause of the erroneous result was due to the photometer lamp was out of calibration and needed to be re-calibrated. The fse re-calibrated the photometer lamp which resolved the issue. The customer is unable to perform this lamp calibration.